Event description:
Pt underwent outpatient bilateral mammography in 2001. Approximately one month after this test pt reported feeling a lump and a ridge in one of the breasts. Physician confirmed this finding. An MRI performed at an outside facility revealed ruptured bilateral silicone breast implants.